Manufacturer narrative:
Closing codes were added to the analysis. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead capped due to intermittent loc and rv impedance alerts on hmsc. Normal functioning during in office testing with normal impedance 1300-1500 range and threshold stable 1.8v@.40ms. No adverse patient events reported. Should additional information become available, it will be added to this file.